Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6). Index pulse field ablation (pfa) pulmonary vein isolation (pvi) study procedure was completed on (B)(6) 2023 involving a farawave catheter. It was reported that a patient experienced a recurrent atrial fibrillation reported on 05 jun 2024, so a medical intervention was scheduled on (B)(6) 2024 to perform a cardioversion into sinus rhythm procedure. An electrogram was required for diagnosis. No serious deterioration in the health of a subject that resulted in-patient hospitalization or prolongation of existing hospitalization. The event is considered resolved. As the event occurred post study procedure the device is not expected for return.